Event description:
Based on the initial information, received on (B)(6) 2011, the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the additional information received on (B)(6) 2011 (medical intervention required to treat abscess), the case was reassessed as serious. The below narrative includes an initial report from a physician, who is also the consumer, on (B)(6) 2011 plus subsequent follow-up: a (B)(6), female, patient, received poly-l-lactic acid (sculptra) treatment (lot # unknown, expiration date unknown) on (B)(6) 2011 for a cosmetic indication. Injection site was not mentioned. During a recent visit to the dentist in (B)(6) 2011, the patient had routine mouth x-rays taken which revealed an abscess over her upper right first molar (previously reported as the left upper second molar). Treatment measures included a root canal. It is unknown if the patient received any other treatments, i.e. Antibiotics. Outcome of the event was unknown. Her next appointment with the endodontist was scheduled for (B)(6) 2011. Concomitant medications included hydrochlorothiazide/olmesartan medoxomil (benicar hct) 40/12.5 once daily for high blood pressure which was started in approximately 2001. Medical history included no allergies. No further relevant information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) (lot/exp unknown) from product technical complaint report case ID (B)(6) dated (B)(6) 2011, received by (B)(6) on (B)(6) 2011. Pharmacovigilance comment: sanofi-aventis company comment (B)(6) 2011: this patient developed a tooth abscess post treatment with poly-l-lactic acid. Although there was a temporal relationship, the tooth abscess is unlikely related to a transdermal injection. It may will be a coincident event. Additional information has been requested.